Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 4/26/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy, anterior colporrhaphy and repair of anterior fascial defects with mccall¿s culdoplasty due to menorrhagia, procidentia and sui. It was reported that the patient underwent excisional removal of mesh and reconstruction of vaginal vault on (B)(6) 2005 due to erosion of mesh. It was reported that the patient underwent operative laparoscopy, bilateral salpingo-oophorectomy, extensive left adhesiolysis with mobilization of the colon, pelvic sidewall, the tube and the ovary, left retroperitoneal dissection with mobilization of the ureter, cystoscopy, placement of foley catheter, removal of vaginal mesh with vaginal revision and mini laparotomy on (B)(6) 2012 due to erosion of vaginal mesh, pelvic pain and pelvic adhesive disease. A review of the batch manufacturing records was conducted and the batch met all finished goods